Event description:
A user facility inventory manager reported to fresenius that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Additional information was requested however a response was not received. It was not reported that the patient experienced a serious injury or required medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) was not provided. No samples were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported to fresenius that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with a facility registered nurse (rn). The blood leak was noted to be internal, and it occurred approximately two minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed in the dialyzer. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. No physical damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 to 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being resetup with new supplies on the same machine. The sample was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b3, b5, d10, g2 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported to fresenius that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with a facility registered nurse (rn). The blood leak was noted to be internal, and it occurred approximately two minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed in the dialyzer. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. No physical damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 to 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being resetup with new supplies on the same machine. The sample was not returned to the manufacturer for physical evaluation.